Event description:
A 54-year-old male patient was treated with histotripsy on (B)(6) 2025. The treatment began normally, with the lung isolated, and target area optimized. There were three partially overlapping treatment volumes for a total treatment volume of 51.7cc. Post histotripsy the patient returned to their local treatment facility for evaluation and labs indicated elevated creatinine, resulting in the patient being admitted on (B)(6) for fluids and observation. The patient's baseline creatinine level was 0.78 mg/dl (as measured on (B)(6), pre-histotripsy procedure) and on (B)(6) was measured at 3.12 mg/dl, which increased over the next three days to a maximum of 10.32 mg/dl. The patient was given 2 days of vacomycin/cefepime (B)(6) and hydration/electrolyte repletion. The intervention resulted in decreased creatinine over time and the patient was discharged on (B)(6). The patient was not on dialysis during or after their admission, since they were improving with IV hydration alone. No device malfunction was alleged to have contributed to the acute kidney injury.

Manufacturer narrative:
No device malfunction was reported by the user. In response to reports of acute kidney injury associated with histotripsy, histosonics has incorporated the following warning into its labeling: "as reported in other liver-directed therapies, multiple or large-volume liver treatments have been associated with acute kidney injury (aki). When planning extensive or multiple treatments, evaluate and monitor the patient for signs of aki."